Event description:
It was reported swat rn placing pg midline to patients left fa with us assist. After line placed - guide wire did not appear to be in the anticipated place in the assist device per rn. Md notified immediately - md at bedside. Xray of chest and arm ordered and completed. Md discussed situation and results with radiologist. Line ok'd to use per md at this time. Ivos started for potentially ineffective piece of equipment. No adverse outcomes noted at time of placement or post placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported swat rn placing pg midline to patients left fa with us assist. After line placed - guide wire did not appear to be in the anticipated place in the assist device per rn. Md notified immediately - md at bedside. Xray of chest and arm ordered and completed. Md discussed situation and results with radiologist. Line ok'd to use per md at this time. Ivos started for potentially ineffective piece of equipment. No adverse outcomes noted at time of placement or post placement.